Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had a previously unreported chronic driveline infection and now has progressive bacteremia. A culture of the driveline site on (B)(6) 2014 was positive for pseudomonas. On (B)(6) 2015 blood cultures were now positive. The patient is on intravenous antibiotics at home.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015, due to the infection.

Manufacturer narrative:
A specific cause for the reported driveline infection, and a direct relationship between the device and the reported event could not be determined. The patient was treated at home with intravenous antibiotics. The patient¿s pump was not returned for evaluation. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.